Manufacturer narrative:
Investigation: a lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Visual inspection revealed no nonconformities with the device. There was evidence of clinical use on the jaws and some evidence of blood on the device. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device activation. The device was tested for deactivation after releasing the toggle. The toggle did not release during several activations. Based upon these findings, the reported complaint "intermittent power" could not be confirmed but the complaint was confirmed for "toggle switch stuck". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 would only activate intermittently. First the kit was swapped out, then the extension cable, but still having the same problem. There was not another adapter cable or power supply to swap out, but the reporter was certain that the power supply was causing the issue. This was during a case and to complete the case, the maquet cardiovascular sales representative had to stand by the power supply and turn it on and then off manually for each cut. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned. The initial malfunction was reported for the the power supply in medwatch # 2242352-2011-01588. Upon investigation on (B)(6) 2011 of the returned hemopro 2 device, a malfunction was found making this a reportable event for this device.